Event description:
It was reported that during a revision procedure of the femoral stem due to subsidence and limb length discrepancy, specifically when the femoral trial component was reduced, a crack in the upper femoral shaft developed. This was repaired and final components were replaced without further complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a revision procedure of the femoral stem due to subsidence and limb length discrepancy, specifically when the femoral trial component was reduced, a crack in the upper femoral shaft developed. This was repaired and final components were replaced without further complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - stem. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: about halfway through the procedure while reducing the femoral trial there was a crack in the upper femoral shaft and the greater trochanter although the reduction mechanism was fairly gentle. Bone quality on the femoral side was moderately osteoporotic. The physician questions if this may have been from the previous surgery that was undetected which is why the stem has now subsided and become loose. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.